Event description:
It was reported following removal of the procedure sheath from the femoral profunda artery, the physician attempted to deploy an angio-seal device. The device anchor became wedged in the lumen of the artery after coming in contact with scar tissue, resulting in an occlusion. The pt underwent surgery where the angio-seal device was removed; collagen was noted to be in the subcutaneous tissue as expected. The vessel size was estimated at 5 mm per fluoroscopy. The physician decided to use the angio-seal device because he was concerned manual pressure would be ineffective in achieving hemostasis. The physician understood the risk involved. The pt was reportedly recovering.